Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by the FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that purchased a hoyer lift and sling from joerns. She verified that the sling had joerns on it. The lift failed while they were in the process of lifting (B)(6) up and it dropped him into the pool. As a result of it dropping him he broke his hip. Further info obtained by agent (B)(4) in product support. Specifically what happened is that they received two sets of chains, one of which had the s-hooks soldered on to the end of the chain and one in which they were not. There where no instructions provided with the lift as to which set to use. On the day of the incident, they had the soldered chain on one side of the sling and the non-soldered side on the other, and the non-soldered sling slipped free from the hook of the spreader bar, causing the fall. Complaint # (B)(4) and ra # (B)(4) were entered into our system to have the lift returned. As of this writing, the lfit has not been returned.